Event description:
The event is reported as: during surgery, the first clip locked normally on the vessel. For the second clip, the applier worked normally and the clip broke. No pt injury reported.

Manufacturer narrative:
Device has been requested, but has not been received by MFR in time for this report. The results of the investigation are not available at the time of this report.